Event description:
It was reported the patient was no longer receiving stimulation and was unable to communicate with external devices. The patient's ipg was last charged over a month ago. The patient underwent surgical intervention where his ipg was replaced with a new one, which resolved the issue.

Manufacturer narrative:
Corrections/removal reporting numbers 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).